Manufacturer narrative:
The lens was returned dry, in a micro centrifuge vial. Visual inspection found foreign material on lens surface (clear residue), a piece of haptic missing, and the lens is curved up. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Additional data: product not manufactured in the u.s. (B)(4). Conclusion code: review of the file indicates that the surgeon did not meet dfu requirements, patient's anterior endothelium chamber depth (acd) is below 3.0mm. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6mm implantable collamer lens with a -11.5/+1/066 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was exchanged on (B)(6) 2016 with a shorter lens, 12.1mm vticmo12.1 implantable collamer lens with a -11.50/+1.0/069 diopter and the exchange resolved the problem. On patient's last visit (B)(6) 2016 the patient's best corrected visual acuity is 20/20 with a corneal thickness of 0.5. Patient's anterior endothelium chamber depth (acd) is 2.90mm.